Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected failed battery test alarm or any battery alarms noted. The pump had slight corrosion on the battery tube, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a failed battery test alarm and would not start even after four battery changes. Customer was educated on alarm. Customer's blood glucose was 167 mg/dl. Insulin pump would be replaced.